Manufacturer narrative:
Concomitant medical products: 3830, lead, implanted: (B)(6) 2006; 4194, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert triggered due to low pacing impedance on the right ventricular (rv) lead falling just below the alert threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.